Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data indicated oversensing of noise thought to be due to air entrapment in the pocket. The patient also had an untreated episode as well. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.